Manufacturer narrative:
No further patient information was provided at the time of this report. No additional issues have been reported from this incident. The device was requested for evaluation, but was not returned, therefore, a device defect could not be verified. A device history record review revealed that the lot was produced to specifications with no issues. Based on the information provided, the cause of the incident could not be determined from the information available and without device evaluation.

Event description:
A pt had two 2.5mm morphix devices implanted in (B)(6) 2011. Sometime post-operatively, the pt felt pain. During revision surgery, the physician discovered one had pulled out in a fully-deployed position. A different anchor type was then inserted in the same hole with solid fixation.